Event description:
Reporter alleged blood glucose measured 21 mg/dl at 10:26 am back to back with a result of 93 mg/dl performed a 10:28 am. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.